Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if the product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported on (B)(6) 2014 at 6:00 am her daughter activated a new pod and after wearing the pod for less than 3 hours she started to feel sick and was vomiting. She got home at 4:00 pm and called her doctor who advises her to give a bolus of insulin (exact dosage was not provided) and go to the emergency room. Her blood glucose was reading "high" (>500 mg/dl) and upon arrival at the emergency room her bg reached over 1000 mg/dl with the hospital meter. She was taken to the critical care and then to the intensive care unit. They paced her on an intravenous therapy, electrocardiogram (EKG) and took some chest x-rays. The pod was removed at the hospital after 38 hours of pod wear. Her bg was reading 180 mg/dl before being released from the hospital.